Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while under general anesthesia for an unknown procedure, the loop of the electrode broke while in use and a small piece fell inside of the patient and could not be found. This led to a surgical prolongation less than 10 minutes. No additional imaging was ordered and the decision to leave the loop inside the patient was made, as the physician felt the patient would be unharmed.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.